Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a healthcare professional from the USA of a patient who made a mistake/touch contamination and peritonitis in a patient coincident with dianeal unknown and extraneal viaflex therapies for peritoneal dialysis (pd). During a call with baxter customer service, the healthcare professional stated that on an unreported date in 2011, the patient made a mistake/touch contamination. The healthcare professional stated that the contamination took place in the bathroom area of the patient's home. On (B)(6) 2011, the patient experienced peritonitis that resulted in hospitalization on (B)(6) 2011. Treatment was not reported. At the time of this report, the patient had not recovered from the fungal peritonitis and was still hospitalized. The outcome for the patient made a mistake/touch contamination was not reported. On an unreported date, the patient had his catheter removed and dianeal unknown and extraneal viaflex therapies had been withdrawn. The reporter stated that the peritonitis with culture positive for fungal was related to dianeal and extraneal therapies. An opinion of causality was not provided for the patient made mistake/touch contamination.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. Should additional information become available, a follow-up report will be submitted. This is report 2 of 2 involved in this peritonitis event.

Manufacturer narrative:
(B)(4).the cause of the peritonitis has been corrected by quality engineering. The cause of the peritonitis was determined to be use error-poor aseptic technique. The label review found the labeling adequate for the use error in this complaint. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.

Manufacturer narrative:
(B)(4).a batch review was conducted for potentially associated lot number h11d25048 and no exceptions were observed that were related to the reported condition. The cause of the peritonitis was undetermined. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.